Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 16mm amplatzer vascular plug ii was implanted. On (B)(6) 2021, migration of the plug was observed and increased regurgitation of the tricuspid valve was observed. Percutaneous retrieval of the plug was attempted, however unsuccessful. It was reported that the physician was able to put the plug back in place. The patient was reported to be in stable condition. Clinical study patient ID: (B)(6).

Manufacturer narrative:
Additional information sections: h6, h10 an event of migration of the device and off-label use was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instruction for use, artmt600034447 revision b "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."